Event description:
It was reported that approximately one year ago, the patient's device migrated to the middle of the back. The device was originally placed on her left side. The patient experienced acute pain and "felt a ripping, tearing, pulling, and stretching sensation." It was stated the patient was hospitalized for a week before the device migration was discovered. The device was then revised and placed on the right side of the body. It was also noted that the device still moves in the pocket. The patient was unsure if the device could flip. It was also reported that the patient had two overdischarges due to non-compliance. The patient was receiving effective therapy at this time.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n263282, implanted: (B)(6) 2011, product type accessory. (B)(4).